Manufacturer narrative:
Date of report: 12jun2019. Date rec'd by MFR: 29may2019. The remote field service engineer (fse) confirmed the reported issue, and noted that the alarm led does flash when alarming. An error code was recorded which correlates to the reported issue. The fse suggested replacing the user interface for trouble shooting. The fse provided part numbers for the power switch overlay and the power management printed circuit board assembly. The customer reported that the power switch overlay was replaced, and that repair corrected the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported an alarm light emitting diode (led) failure during the check vent alarm. There was no patient involvement.